Event description:
It was reported that the charger was not charging the ilet despite the indicator light showing green and the device being placed correctly on the charger, and review of device logs showed charge start and stop events; the device component involved was the battery charger and the reported device problem aligned with a fracture issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a fracture-related problem associated with the charger component based on the information reviewed. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.